Event description:
It was reported that the backup vvi alert was received from a merlin.net transmission. The patient presented in the clinic and the device restoration was successfully performed. No patient consequences reported prior to the event. The patient status post device restoration was unknown.